Manufacturer narrative:
Additional product codes: gff, gfa, hsz device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a total knee replacement procedure on (B)(6) 2018, the tip of one (1) 3.2 mm drill bit broke into two pieces inside the bone and was later found and retrieved. While the surgeon was using the drill bit through the cutting guide for the knee replacement, somehow the surgeon flexed the patient's knee and the tip of the drill bit broke. The broken tip was found and retrieved. It is unknown if another drill bit was available for use, but the procedure was reported to have been completed successfully with no surgical delay. The patient was reported to be in stable condition. This complaint involves one (1) device. Concomitant devices reported: unknown drill (part# unknown, lot# unknown); unknown knee prosthesis (part# unknown, lot# unknown, quantity# 1). This report is 1 of 1 for (B)(4).